Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received.

Event description:
Related manufacturer reference number 3006705815-2019-04875. It was reported the patient experienced ineffective stimulation. X-rays confirmed leads migrated. Surgical intervention steps were taken where system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The report of ineffective stimulation was not able to be confirmed. Analysis of the, as received, cut lead found it passed end to end continuity (from contacts to corresponding bare wires) and inter-channel continuity testing. No other anomalies were observed that would have existed prior to explant that would have contributed to the alleged ineffective stimulation.